Event description:
It was reported that the asymptomatic patient was admitted in clinic due to bacteremia and sepsis infection. Upon interrogation, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited under-sensing and no capture. Programming changes were made initially; however, the rvlp was still exhibiting under-sensing and failure to capture. Chest x-ray was performed and revealed that the rvlp was outside of the cardiac silhouette. It was suspected that the rvlp had dislodged and had migrated into the lungs. Initially during the retrieval procedure, the rvlp was found in the left lung, and it further migrated to the right lung. The rvlp was retrieved from the right lung eventually and explanted with no replacement implanted. Patient condition was stable pre, during, and post procedure.

Manufacturer narrative:
The reported event of under-sensing, failure to capture, device dislodged or dislocated were not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The sterilization records were reviewed, and no evidence of abnormal sterilization was found. Further analysis performed, including output verification and sensitivity test, was normal with no anomalies found.